Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. There was no reported impact to the customer's blood glucose level. Customer's device is out of warranty. Further information regarding the customer or event was not provided.